Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod for longer than 48 hours. In addition the pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. A crack was found on the top housing. It could not be determined when or how this crack occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality. The adhesive pad was not returned with the device. No damages or defects were observed on the adhesive pad welds. Data obtained from the device generated an 0x1c alarm, indicating the pod reached the 80-hour limit of operation, upon which operation was automatically terminated. The exposed portion of the soft cannula was observed to be stretched. It could not be determined when or how this damage occurred. Inspection of the needle mechanism assembly found no damages or defects. A root cause for the reported dislodged cannula could not be conclusively determined, nor could the root cause of the reported adhesive failure be conclusively determined.